Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The pacing configuration was reprogrammed and the lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that abnormal sensing was observed in addition to the extracardiac stimulation. No further patient complications have been reported as a result of this event.